Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that a malfunction occurred on the clip of the subject device regarding releasing it. The details of the procedure were unknown. On (B)(6) 2017, it found that the mucosa was injured since the clip of the subject device could not be released. The doctor used with another clip and completed the intended procedure. No further information was provided.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00090 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on the similar cases in the past, omsc presumes that the clip of the subject device couldn¿t be released due to any of the following possible causes. -the slider was incompletely pulled because the endoscope was abrupt angulation or the user did not pulled the slider up to the thumb ring. -the limiter in the handle of the subject device was damaged, because sliding friction was increased due to abrupt angulation of the endoscope. -the load was applied to the connecting part between the hook and the clip, because the user pulled the endoscope and the subject device while grasping the tissue. -the slider of the subject device was not pushed. The instruction manual of the subject device already states; do not angulate the bending section of the endoscope abruptly while the distal end of the insertion portion is extended from the distal end of the endoscope. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope, instrument, and/or clip. Do not withdraw the instrument from the endoscope forcibly when the clip cannot reopen by push the slider. Push the slider slowly to open.